Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. Customer stated that critical pump error was displayed on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test due to critical pump error. Insulin pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.